Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the emergency room for an unrelated issue, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended. The patient condition is stable.